Event description:
It was reported that "iab would not unwrap completely after insertion. They next tried a manual inflation and deflation of the balloon and it still would not fully unwrap". As a result, the iab was removed and a 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint that "iab would not unwrap completely after insertion" is confirmed. During the investigation, the proximal and distal portion of the iabc bladder was noted twisted and the bladder would not fully inflate or unwrap during functional testing. Unrelated to the reported complaint, the teflon sheath was noted on the bladder. This potentially indicates the iabc was not removed per the instructions for use (IFU) and could result in damage to the device. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the twisted bladder. The probable root cause of the complaint is manufacturing related. An investigation within teleflex has been initiated to further investigate the issue. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "iab would not unwrap completely after insertion. They next tried a manual inflation and deflation of the balloon and it still would not fully unwrap". As a result, the iab was removed and a 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".